Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was removed and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the health care professional that the implantable pulse generator (ipg) gave an inaccurate battery estimate, and that the device had reached elective replacement indicator (eri) status very suddenly. In addition, there was an increase to high thresholds observed on the right ventricular (rv) lead. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.